Manufacturer narrative:
(B)(4). Eval, results: dislodgement. Eval summary: the stent delivery system was returned to medtronic for eval. The stent was not on the balloon and was not returned. On review of the returned device, the distal tip was slightly damaged. There were crimp bake impressions evident along the balloon. The proximal and distal balloon pillows were evident. The pillow folds were slightly opened and disturbed. The distal inner and outer shaft was kinked 12.9 cm proximal to the balloon weld. No further damage was noted.

Event description:
A micro-driver rx coronary stent delivery system length 18mm, diameter 2.75mm was used to a lesion in a pt. It was reported that the stent dislodged during the procedure. The physician was unable to deliver the stent through the left main artery. He then attempted to pull it back through the guide catheter, but was unsuccessful. Then the physician pulled both the stent and guide catheter out together and the stent came off the balloon in the pt's body. It was reported that the physician thinks one of the stent struts might have been pulled up during preparation and therefore got caught during attempted implantation. The case was successfully completed using another brand stent. Pt was reported to be fine post procedure and no clinical sequelae have been reported.